Event description:
It was reported that stent damage occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0x24mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation with 3.00mm balloon, a 28x3.50mm promus elite mr drug-eluting stent was advanced but was unable to cross the lesion due to presence of moderate calcium. The strut was damaged and the device was removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR.: p elite ous mr 28 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned with a stent protector partially covering the stent with a pigtail mandrel stuck in the wire lumen of the device. The stent was damaged with stent struts bunched on the distal section of the stent. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 90% stenosed, 3.0x24mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilation with 3.00mm balloon, a 28x3.50mm promus elite mr drug-eluting stent was advanced but was unable to cross the lesion due to presence of moderate calcium. The strut was damaged and the device was removed from the patient's body. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.